Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, lv output issue was observed. Patient was asymptomatic. Programming changes were made. Patient is in stable condition.